Event description:
Customer reports, "user problem. Priming clip on pt control module left in place, thereby changing the device into a continuous infusion." Pt control module was attached to an unspecified infusor containing morphine. The pt was, "found unresponsive, flushed and with a respiratory rate of approximately 4 breathes per minutes. Treated with oxygen and naloxone and monitoried in theatre recovery over night. Pt treated approximately and recovered.